Event description:
Philips received a complaint from a biomedical technician (biomed) regarding a v60 ventilator that, while being serviced, displayed error code 110b: check vent ¿ proximal pressure sensor auto zero failed. The device was out of patient use at the time the issue was identified, and there was no patient involvement. The customer initially replaced the flow sensor assembly due to failed airflow testing (captured under a separate record); however, the 110b error subsequently appeared. The engineer troubleshot the device with the customer, confirming that the data acquisition (da) board was properly aligned and all cabling was correctly connected. After verification, it was advised that the issue could be caused by a defective part or a faulty da board. The customer plans to initiate a defective part exchange and, if the issue persists, will order a replacement da board. The customer confirmed they will call back if further assistance is required and has assumed responsibility for completing the corrective actions. Per good faith effort (gfe) response, it was confirmed that the repair has been completed.